Event description:
The customer stated while performing an hcv method evaluation, a patient sample generated repeat reactive results on hcv 2.0 eia but was nonreactive on axsym anti-hcv. Hcv rna (qualitative) testing was performed and none was detected. No impact to patient management was reported.

Manufacturer narrative:
The investigation began with a review of customer complaints received to date in order to determine if other customers have experienced this same issue. The review of this data did not identify an increase in the number of complaints related to results not correlating with the patient's clinical picture while using the assay in question. Characterization testing was then performed using results from the customer and the riba assay. The specimen was sent to a reference lab for riba testing. Abbott hcv eia 2.0 (customer result) = reactive; axsym anti-hcv (customer result) = nonreactive; riba (reference testing) = negative; hcv nat (reference testing) = not tested. The specimen category is "inconclusive" as there was insufficient volume of the customer?s returned sample to perform the hcv nat reference testing. Based on the results of this investigation, a product deficiency was not identified, the quality data review met acceptance criteria, and testing with the patient sample indicated that the customer's observed issue was specific to the sample. Although we cannot provide a specific reason for the results observed at the customer's site, this product will continue to be monitored for issues and appropriate action will be taken as needed. As the hcv eia 2.0 assay requires careful sample collection and sample handling, which otherwise may lead to discrepant results, the customer is referred to the assay package insert (commodity) for the various conditions that might contribute to discrepant assay values (especially the section entitled: specimen collection and preparation for analysis). The hcv eia 2.0 assay is performing as intended. No additional issues were found during this investigation, so further investigation is not required. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.